Event description:
The customer reported false positive results with the ID now covid-19 assay on an unknown number of patients on unknown dates. Confirmation pcr testing (platform unknown) was performed which generated negative results. The customer indicated that the majority of false positive results were pregnant patients. Although requested, the customer was unwilling to provide additional information.

Manufacturer narrative:
Additional information: similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.